Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
A revision shoulder arthroplasty procedure was planned utilizing the blueprint planning feature. The case involved a patient with a prior rev ii reverse shoulder arthroplasty. Preoperative radiographs demonstrated a dislocation of the implant. The planned rev ii revision procedure was converted intraoperatively to a hemiarthroplasty.

Event description:
A revision shoulder arthroplasty procedure was planned utilizing the blueprint planning feature. The case involved a patient with a prior rev ii reverse shoulder arthroplasty. Preoperative radiographs demonstrated a dislocation of the implant. The planned rev ii revision procedure was converted intraoperatively to a hemiarthroplasty.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.